Manufacturer narrative:
This device used for treatment and not diagnosis. Pt ID: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the implants protraction under the skin. The patient has a progressive lateral curvature. During the preoperative examination, the doctor found that the implant of right side (veptr:cradle type) was stuck out under the skin on (B)(6) 2013. The doctor considered risk of infectious disease and removed the two implants of right side on (B)(6) 2013. The implants of left side were left without change. The surgeon noted: the patients costal bone was fragile due to marfan syndrome and the mechanical load from the implants may have had an impact. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Correct location of complaint is (B)(6) as initially reported.

Event description:
The event occured in (B)(6).